Event description:
Additional information was provided by the vad coordinator indicating that the patient received a heart transplant on (B)(6) 2017.

Manufacturer narrative:
The evaluation of the returned device confirmed evidence that a thrombus was present within the pump at an unknown point in time. The device was returned assembled with the driveline (dl) cut approximately 14.5 inches from the pump housing and the distal portion of the dl was also returned. The sealed inflow conduit was returned attached to the pump¿s inlet port. The sealed outflow conduit was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. The appearance of the tissue adhered to the exterior of the device suggests that it was exposed to a fixative agent (e.g. Formalin, formaldehyde, paraformaldehyde) before being returned for analysis. Evaluation of the sealed inflow and outflow conduits revealed no depositions or thrombus formations. However, upon disassembly of the pump body, concentric markings were observed at the distal end of the rotor. Based on past experience with the device and similar reported events, contact marks on the tapered section of the rotor can be indicative of device thrombosis within the proximal side of the outlet stator; however, no depositions or thrombus formations were found within the device. Analysis of the system controller log file submitted by the account revealed elevations in pump power and flow, as well as a decrease in the average pulsatility index, beginning on (B)(6) 2017 at 03:32:20. These values remained outside of the patient's baseline through the end of the log file. These findings further suggest that a thrombus may have been present within the device. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient has a known thrombus. A log file reviewed by the manufacturer¿s technical service representative confirmed an increase in power and a decrease in average pulsatility index over time. On (B)(6) 2017, information provided by the lvad clinician confirmed that the vad team is holding off on a pump exchange at this time. The manufacturer will be notified if status changes. No additional information was provided.